Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d10, g4, g7, h1, h2, h3, and h6. As reported, the 5f mynxgrip vascular closure device (vcd) was used for the femoral case and the procedure ended well. However, hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock closed, and the sealant and advancer tube were observed to have remained inside the outer cartridge tubing as received. The procedural sheath was not returned with the device. It was reported that ¿the 5f mynxgrip vascular closure device (vcd) was used for the femoral case and the procedure ended well.¿ however, the sealant sleeve was observed remained in its manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. It was also noted that there was no blood on the surface of the returned device, nor was saline in the inflation tube. The condition of the returned device does not match the description of the incident. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing was performed on the balloon of the returned device. The balloon was inflated with water, and pressure was maintained. Per microscopic analysis, there was no saline in the inflation tubing, nor was in the balloon of the returned device as received, which indicated that the device may have not been prepped with saline during the preparation phase. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was used for the femoral case and the procedure ended well. However, the hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. The device will be returned for evaluation.